Manufacturer narrative:
Plant investigation: the following investigation tasks have been performed: review of instruction for use (IFU) and/or label evaluation if product deficiency relates to falsification investigation/testing of returned, retained and/or reference samples, review of batch documentation, review complaint history / trending, review of relevant capas. The described situation is adequately addressed in IFU and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Visual examination of the provided pictures confirmed the reported failure. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR): 13992 products have been inspected according to the inspection protocol and were found conforming to specifications, and have been released without any discrepancies. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported there was a leakage on one filter with product number f7hps, batch a1bh14100 during treatment. The leak occurred eight minutes after the start of treatment. The estimated blood loss (ebl) volume is unknown. No additional information could be obtained.